Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the trocar was hard to enter into the abdomen. The surgeon found a small blue piece outside of patient. The surgeon continued until she made access into the abdomen. They are unsure if the blue piece it part of the seal. The seal was not damaged. No patient injury or ill-effects. No medical intervention required. The devices will be returned for evaluation. Gender, age and weight are not available.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two ports opened by the account. The visual inspection of the instruments noted no visual abnormalities. No missing components were noted. Each obturator was inserted into each trocar with no binding or difficulty. Each obturator penetrated the media without difficulty. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.